Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion on the inter-unit interface (iui) connector. Although requested, no additional information was provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the complaint review board (crb), reviewing october 2020 post-market data, did not find an increasing trend for the issue of interruption of communication or power between pc unit and modules due to apparent damage or corrosion on the inter-unit interface (iui) connector having breached a current 24 month z-score. Trending and reporting activities are performed by crb. The reported issue that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion on the inter-unit interface (iui) connector could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The devices are used for treatment purposes.

Event description:
It was reported that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion on the inter-unit interface (iui) connector. Although requested, no additional information was provided.